Event description:
During product evaluation, the pump's battery was found to be depleted. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is available.